Event description:
A surgeon reported that during a cataract extraction procedure, a patient experienced a capsular rupture during polishing. The patient was referred to another doctor for "restoration" surgery. Additional information provided indicated the intraocular lens (iol) implant dislocated and subsequently, a vitrectomy was performed and an iol was implanted in the sulcus. Additional information provided from the surgeon indicated during the initial procedure, the iol implant luxated. The patient was referred to (B)(6) hospital and another doctor performed iol implantation and vitrectomy on the same day. This is the first of three medical device reports for this facility.

Manufacturer narrative:
The sample has been received an in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).